Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6)-year-old male patient, sparks were seen coming from the attached electrode pads. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing and defib testing using the returned one-step cable without duplicating any malfunction to the device. The pads used during the event were not returned for evaluation. Review of the log showed two 200j shocks. The shock results show significant differences between the measured impedances at the time of the shock. This is an indication of poor coupling between the electrode pads and the patient's skin. The delivery outputs, however, were within specification. Poor coupling between the pads and the patient can result in minor burns or skin reddening which is an acceptable risk benefit to the therapy. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.